Event description:
It was reported that when the patient's "leads" were replaced (around (B)(6) 2012) he started "having problems" and developed an infection. The healthcare provider (hcp) told the patient that his body was rejecting the device, so it was removed on (B)(6). The hcp put the patient on antibiotics and the patient recovered. The patient continued to have pain, despite being on medication, and wanted to get the pump again if possible. The patient consulted with his physician. The medication used in the pump was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient experienced symptoms of skin turning red, swelling, ¿a big old lump in my side because there was a hemotoma¿, and rejection of the implanted device.

Manufacturer narrative:
(B)(4).